Event description:
The facility reports after setting the unit low enough to attach the sling with the pt to the spreader bar, the positioner handle was forced under the lift base. With the weight of the pt on the lift, the handle was forced further under the base. This was not observed by the operator. The handle under the base, along with the weight of the pt holding it there, the pressure of the lift was multiplied causing the bending of the spreader on the power pt positioner.